Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The fse confirmed the device failed to power up. The issue was isolated to the power pca, which was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. Philips concluded that this was a malfunction of the power pca.

Event description:
The customer reported that the device did not work and had a dark screen in AED mode. There was no reported pt involvement and/or impact.